Manufacturer narrative:
Abbott field service (fsr) inspected the instrument and observed a white substance in the internal probe wash pump bellows. The fsr replaced the part number 2-89054-02 bellows, bellows only (rohs) was determined to be the likely cause of the issue. A review of the architect c processing module, serial number (B)(6) service history found no contributing factors on or around the date of the complaint. A review of historical data revealed no trends, systemic issues, or related non-conformances. A review of the architect c804340 service history was performed and no additional erratic results pre- or post the current complaint were identified. A historical data review for the bellows, bellows only (rohs) revealed no trends. The architect system operations manual provide adequate information, troubleshooting, and maintenance concerning erratic/discrepant results: including, but not limited to, replacement, removal and verification of the bellows, bellows only (rohs). A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation no product deficiency was identified for either the architect, sn (B)(6), or the bellows, bellows only (rohs).this follow up is being submitted to include d8 and h6 information previously submitted using the h10 section in their respective fields.

Manufacturer narrative:
(B)(4) was this device serviced by a third party?: no. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed imprecise results for calcium on architect c8000 processing module for one patient. The results provided were: on (B)(6) 2021 sid (B)(6) calcium=5.29 mg/dl /repeated =8.45 mg/dl /repeated on architect c16000=8.4 mg/dl laboratory reference range for calcium=8.4 to 10.2 mg/dl there was no reported impact to patient management.